Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) law doesn't allow product return.

Event description:
Caller reported there are black stripes on the display of the meter. No adverse event reported. No product return requested; (B)(4) law doesn't allow product return.